Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment/non-emergency treatment. The procedure was completed with a 10-minute delay after the customer repositioned the footswitch to keep it operational until the end of the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was unable to trigger fluoroscopy. Upon troubleshooting, the fse found that both the fluoroscopy and exposure foot pedals were non-functional. The fse checked and tightened the footswitch connection, which temporarily restored operation and x-ray functionality, though intermittent issues persisted. Facility maintenance later discovered a short in the footswitch wiring. To resolve the problem, the fse replaced the footswitch and confirmed proper operation. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned. The procedure was finalized with a slight delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the results of this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.